Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited pacing inhibition due to noise over-sensing and elevated capture threshold. Fluoroscopy was performed and revealed that the ra lead was fractured. The ra lead was capped and replaced on (B)(6) 2024. The patient was discharged eventually under stable conditions.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited noise over-sensing and elevated capture threshold. Fluoroscopy was performed and revealed that the ra lead was fractured. The ra lead was capped and replaced on (B)(6) 2024. The patient was discharged eventually under stable conditions.